Event description:
Pt returned to doctor's office with swelling of medial side of leg. A mass was noted in the swelling. The distal portion of the implant was removed and acl was reported to be fine and stable. The pt is currently doing fine. This device is used for treatment.